Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4) the patient sample was requested for investigation. Product labeling states: "samples with a cutoff index (B)(6) in the elecsys hiv combi pt assay. These samples are considered (B)(6) specific antibodies and do not need further testing. Samples with a cutoff index (B)(6) are considered (B)(6) in the elecsys hiv combi pt assay. All (B)(6) samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are (B)(6) in either of the redeterminations, the samples are considered (B)(6) and must be confirmed according to recommended cdc confirmatory algorithms." The investigation is ongoing.

Event description:
The initial reporter complained of (B)(6) results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas 6000 e 601 module and a cobas e801 module compared to elecsys hiv combi pt (hiv combi) results on a cobas e 411 immunoassay analyzer. On (B)(6) 2021 the initial (B)(6) result from the primary tube on the e411 analyzer was (B)(6). On (B)(6) 2021 an aliquot of the sample was sent to another laboratory using the e801 module and the elecsys hiv duo (hiv duo) result was (B)(6). The specific numeric result was not provided. On (B)(6) 2021 the primary tube sample was repeated on a cobas 6000 e 601 module and the (B)(6) result was (B)(6). On (B)(6) 2021 the aliquot sample was repeated on the e601 module and the (B)(6) result was (B)(6). On (B)(6) 2021 the primary tube sample was repeated at the other laboratory using the e801 module and the (B)(6) result was (B)(6). The specific numeric result was not provided. The customer reported the (B)(6) results outside of the laboratory. It is not clear which results are correct. The customer did not perform (B)(6) confirmation testing on the sample. The (B)(6) reagent lot number was 49432201 with an expiration date of 31-jul-2021. The e411 analyzer serial number was (B)(4). The e601 module serial number was not provided. The e801 module serial number was not provided.

Manufacturer narrative:
The sample was received for investigation. Based on the results generated during the investigation, the negative hiv duo result was determined to be correct. The positive hiv combi result was determined to be incorrect. The patient sample showed a reaction to the monoclonal antibodies of the hiv ag detection module of the hiv combi assay. The elecsys hiv ag confirmatory test result was negative. Product labeling states: "samples with a cutoff index < 1.0 are non-reactive in the elecsys hiv combi pt assay. These samples are considered negative for hiv-1 ag and hiv-1/2 specific antibodies and do not need further testing. Samples with a cutoff index greater than or equal to 1.0 are considered reactive in the elecsys hiv combi pt assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." The elecsys hiv combi reagent performs within specification. The investigation did not identify a product problem.